Event description:
According to the available information, during the inspection of the probe's balloon (sealing, permeability), the balloon no longer deflated at all. This incident occurred again with the use of a second probe of the same french size and the same batch number. Finally, the nurse used a probe of a different french size to carry out the insertion. The balloon was properly inflated with sterile water.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional device referenced in b5 is captured under a separate report.